Manufacturer narrative:
(B) (4).

Event description:
It was reported that after a paroxysmal atrial fibrillation (paf) procedure in the la, two and a half hours later, it was found that the pt's blood pressure started to decrease. Echocardiogram was performed and mild cardiac tamponade was discovered. Cardiac drainage was performed. The pt's blood pressure and pulse recovered afterwards. CT scan was also performed. The physician stated that he thought the catheter's contact might have tightened around the la roof. The ablation was performed only at the lspv at 30 watt/30 seconds/16 times. It was mentioned that the pt's condition had improved, the prognosis was satisfactory. The pt is in a stable condition now. This event was believed to be possibly procedure related.